Event description:
There was an allegation of questionable total protein gen.2 results for 1 patient sample on a cobas 8000 cobas c 701 module. The initial result was 59.5 g/l. The repeated result was 71.8 g/l. The sample was repeated because the initial result didn't match the patient's clinical diagnosis.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot number is 82270201. The calibration was acceptable. The alarm trace showed "abnormal aspiration" and "sample shortage" alarms. The field service representative checked the instrument and found that the water volume in the wash station was too high. He repaired the issue and performed qc. The investigation determined the service actions resolved the issue.